Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of lasik was started approximately at 2000 and the pump showed the infusion was complete at 2035. There was approximately 5ml of medication left in the bag. The intended rate was 1mg/hour = 10ml/hour. The pump was shut off and the tubing and connection were assessed. The history of the pump was reviewed and showed the pump was programmed correctly. The lasik was set up as a primary infusion and was administering into the patient's neck. The normal saline maintenance was set up as the secondary infusion. The clinician notified transplant service and pharmacy. There were no adverse effects caused to the patient in the event.

Event description:
It was reported that an infusion of lasik was started approximately at 2000 and the pump showed the infusion was complete at 2035. There was approximately 5ml of medication left in the bag. The intended rate was 1mg/hour = 10ml/hour. The pump was shut off and the tubing and connection were assessed. The history of the pump was reviewed and showed the pump was programmed correctly. The lasik was set up as a primary infusion and was administering into the patient's neck. The normal saline maintenance was set up as the secondary infusion. The clinician notified transplant service and pharmacy. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
The customer¿s complaint of over infusion was not reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed on 23 august 2020 at 7:48 pm, the suspect device was selected and programmed guardrail drug furosemide (500 mg/50 ml; drugid=176) to infuse at a rate of 1 ml/hr (vtbi= 50 ml). At 8:51 pm, the suspect device was channeled off; the pcu was powered off. No alarms were recorded. Recorded volume infused= 1.03 ml. The administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Inspection of the pumping mechanism found no anomalies. The root cause of the complaint of over infusion was not identified. Device history review: lvp sn (B)(6). Review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (10/14/2011). A review of the device service history record was performed beginning from the date of manufacture to the present date (11/16/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.